Event description:
I had a breast augmentation in (B)(6) 2008. In 2016 I started having severe autoimmune issues such as losing my ability to walk, pain, unable to get out of bed, brain fog. Mentor high profile saline implants. FDA safety report ID# (B)(4).